Event description:
It was reported a patient presented for a hematoma evacuation on (B)(6) 2023. The implantable cardioverter defibrillator (ICD) was left in place. Post-procedure the patient was stable.